Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and bowel incontinence. It was reported that patient got a low battery warning about two weeks ago. Patient hadn't checked the device in maybe six weeks because the battery was always fine. Patient was surprised by this because they only had the device for three years and in a couple months. The doctor had told them it would probably last seven years. The patient was redirected to their healthcare provider to further address the issue. Patient is scheduled to see the doctor in 2-3 weeks. On 2026-jan-09 additional information was received from the patient. The patient called back to ask questions about elective replacement and end of service. Reviewed information and redirected to the doctor. The patient said they will see their doctor and a rep in 2 weeks. The patient also commented interstim performance was really good they were disappointed it ran out so fast. In a letter received on 2026-jan-30 the patient reported that the cause was abnormal battery depletion since the device only lasted 3.5 years. The patient stated that the only way to resolve it is to replace it. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.